Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) was confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable and damaging connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode betl sn (B)(4) was causing service code 204 (belt unusable).